Manufacturer narrative:
The reason for the reported revision due to instability cannot be conclusively determined; however, it may be due to soft tissue imbalance, rotator cuff failure, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. D1: corrected. H6: corrected component and investigation clinical codes. H10: corrected.

Event description:
Approximately 17 day(s) post-operative of a left tsa, the patient experienced a dislocation and underwent a reduction procedure in the clinic that resolved the issue and was captured on (B)(4). 2 months and 9 days following, the patient presented with instability/subluxation. It was noted that the patient anteriorly subluxated after being reduced previously for anterior dislocation. The patient underwent arthroscopic debridement and open latarjet; and the outcome of this event is considered continuing with a surgery date to be determined. The clinical report indicates that this event is possibly related to the device(s) and/or to the procedure.

Manufacturer narrative:
(D10): concomitant device(s): 310-01-50 - equinoxe, humeral head short, 50mm (beta): (B)(6). 300-10-45 - equinoxe replicator plate 4.5mm o/s: (B)(6). 308-12-00 - med prox body +12.5: (B)(6). 308-15-12 - taper locking screw 12.5: (B)(6). 308-05-24 - distal fixation ring ha 24.5: (B)(6).